Manufacturer narrative:
(B)(6).

Event description:
It was reported that a coil protrusion occurred during removal. The target lesion was located in a severely tortuous blood vessel. A 6mm x 10cm interlock was selected for use. During the procedure, the device got stuck inside the microcatheter. Subsequently, only the coil was removed and it was noted that the coil protruded from the tip of the catheter. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). H2: correction - coding updated from material protrusion/extrusion to entrapment of device.

Event description:
It was reported that a coil protusion occurred during removal. The target lesion was located in a severely tortuous blood vessel. A 6mm x 10cm interlock was selected for use. During the procedure, the device got stuck inside the microcatheter. Subsequently, only the coil was removed and it was noted that the coil protruded from the tip of the catheter. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.